Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery does not work - will not charger or power on monitor) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have directive cells with a low output voltage of 1.92 v. The cause for the defective cells cannot be positively determined. No adverse vent resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the replacement battery she received would not work. When placed in the charger, the red battery fault light came on. When placed in the monitor, the battery does not power up the monitor. The pt was issued a replacement battery.